Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 19970870. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: 19794433.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working. The patient underwent an explant procedure wherein the ipg, lead and clik anchor were removed. The patient was doing well postoperatively. The explanted devices were not returned.